Manufacturer narrative:
Return status of the device is unknown.

Event description:
It was reported that during final tightening, a xia 3 titanium blocker at l4 broke inside the tulip head of a xia serrato polyaxial screw intra-operatively. The screw was removed and replaced and surgery was completed with a 10 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual analysis: a provided photo shows a fractured blocker, but it can not be determined if the threads or inner hex is deformed. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It was reported that the audible torque wrench with the anti torque was used to final tighten the 6.5x45mm screw. The surgeon reported that they didn¿t use excessive force to tighten screw so the surgeon assumed the blocker might¿ve been cross threaded within the tulip head. As the device was not returned, a definitive root cause cannot be determined. A possible root cause is that the blocker was cross threaded, which would cause the blocker to jam into the tulip leading to excessive torsional force applied, causing the blocker to fracture. H3 other text : device has been discarded.

Event description:
It was reported that during final tightening, a xia 3 titanium blocker at l4 broke inside the tulip head of a xia serrato polyaxial screw intra-operatively. The screw was removed and replaced and surgery was completed with a 10 minute delay. No adverse consequences or medical intervention were reported.